Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Company representative reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced.